Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that there were scratches on the screen of the insulin pump. The blood glucose reading was 201 mg/dl. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, and bleeding lcd glass.